Event description:
Subsequent to the initial 30-day medwatch report, the procedure was to treat a heavily calcified, 99 % stenosed located in the proximal left anterior descending artery.

Manufacturer narrative:
Exemption number e2019001. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion in an unspecified artery. The xience sierra stent delivery system failed to cross due to the anatomy and during withdrawal, there was also resistance with the anatomy. However, there were no reported adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.